Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that intermittent capture was seen on his right ventricular (rv) lead. A lead dislodgment was suspected. The physician wanted to turn the device off until the repositioning tomorrow. Technical services (ts) was hesitant about turning the device off but noted this was under the doctors medical decision. The lead was repositioned successfully and remains implanted. No additional adverse patient effects were reported.